Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 200 mg/dl plus. The user alleged the insulin pump was under delivering insulin because the blood glucose was higher than expected. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis